Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath in a fully deployed state. No arteriotomy locator was returned for evaluation. Visual inspection revealed that the hemostasis sheath was mated with the carrier tube assembly. The deployment sleeve was found in the full rear lock position with color bands fully exposed. The suture was exposed at the distal tip of the hemostasis sheath and it had a clear shrink wrap marker present. The distal end of the suture was inspected under the microscope and it appeared to be cut manually with a sharp blade. There were no collagen, anchor and tamper tube returned. The overall device condition is consistent with full deployment. No other visual anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of normal product. With no return of the locator, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the involved angio-seal device locator was attempted to be inserted into the insertion sheath, the physician found it more difficult to insert the locator into the insertion sheath than usual due to tightness. The physician managed to insert the locator into the insertion sheath in the end. Hemostasis was successfully achieved by the device. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage to the patient. There was no patient injury, medical/surgical intervention required. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.